Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that all of the buttons on her insulin pump were hard to press and at times unresponsive. The patient's blood glucose at the time of incident is unknown. Her health care professional advised her to have the pump replaced. However, she declined troubleshooting for the keypad issues and the offer for a loaner pump. She wanted to speak to a medtronic diabetes therapy consultant to start a new pump order. No products were shipped or returned.